Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. Log review identified an ECG monitoring failure associated with rapid defibrillation cable ID changes during the same event. Findings suggest the issue was likely related to a missing, compromised, or intermittent multi-function cable (mfc), which may have caused poor electrical contact (fretting) between the cable pins and device receptacle. No unsupported cable ID, cable fault, or device reset errors were noted in the logs. The customer's mfc was not returned and could not be inspected or tested. Bench testing and ECG stress testing of the returned device did not reproduce the reported issue, and the device functioned properly. The mfc receptacle was replaced, a new mfc will be provided. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device was unable to detect the attached electrode pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the device log files were provided. Although no event date was supplied, the logs showed multiple instances of defibrillation cable toggling and an ECG lead fault occurring. These patterns suggest intermittent connection of the multifunction cable to the device. The customer has been advised to send the device and multifunction cable in for evaluation. Analysis of reports of this type has not identified an increase in trend.